Event description:
It was reported there was a shocking or jolting sensation on the first day of a trial. The pt was just beginning to recover from general anesthesia due to the implant procedure earlier the same day. The pt might have yanked on the "cable" because it became stuck on her walker. It was believed the cause of the shocking and jolting was due to the stimulation being positional. The stimulation was returned to comfortable stimulation, and the pt had a successful trial. The pt was doing "well."

Manufacturer narrative:
(B)(4).